Event description:
Revision due to tightness/ possible nerve palsy.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00410806_1644408-2023-00689; 509-01-032, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.